Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting and multiple cartridge change errors occurred. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support. Customer did not provide further information.